Manufacturer narrative:
(B)(4), intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint of "loose cables". The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. The instrument was found to have damage of the conductor wire¿s insulation. The instrument¿s distal clevis ear was taken off, the conductor wire cap was removed, and the conductor wire was found to be kinked. A review of the instrument log for the permanent cautery hook instrument (420183-11/n10171208 168) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have loose cables. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator confirmed that the issue reported occurred during central processing.